Event description:
It was reported the outer plastic packaging of the sterile packaging was broken. The issue was discovered during surgery after final testing was performed. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country: romania. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided photos found the inner blister is cracked. Sterility is considered not breached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage from the device shifting within the blister. Upon completion of the investigation of the reported event, it was determined to be not reportable as the sterility has not been breached. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.